Event description:
The customer reported that a ventilator gave a check vent alarm for backup alarm failed. The device was not in patient use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). The customer replaced the central processing unit (cpu) and restored the option codes. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Manufacturer narrative:
Upon further review, the reported issue has been deemed not reportable as the device was outside of clinical use; and does not present a potential risk of patient harm or injury. Based on this information, this complaint no longer meets regulatory reporting criteria.